Event description:
A report was received on (B)(6) 2026 from the home therapy nurse (htn) of a 28 year old female patient with a medical history including end stage renal disease, who stated the patient discarded circuits of blood after troubleshooting alarms and discontinuing therapy without rinseback on more than one occasion, most recently on (B)(6) 2026. The patient went to the hospital on (B)(6) 2026. Additional information was received on 04 jun 2026 from the htn who stated the patient was asymptomatic and attended a pre-scheduled blood draw on (B)(6) 2026, which reflected a low hemoglobin (value not provided). She received two units of blood in the hospital under advice from her physician and was discharged on (B)(6) 2026. Per the htn, following discharge the patient has recovered without sequelae and resumed treatment with the nxstage system.

Manufacturer narrative:
The cycler was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).